Event description:
It was reported via repair work order that the ground jumpers that connect from the fowler to the litter were cut. It was further reported that the power cord was damaged with exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.